Event description:
The customer reported a leak from the left side of a coulter act diff 2 analyzer, which was not contained within the instrument. The instrument operator was wearing a lab coat at the time of the leak. There were no reports of biohazard exposure to the leak. There were no erroneous results generated in connection with this event.

Manufacturer narrative:
Beckman coulter (bec) customer technical support (cts) contacted the customer; the customer reported a clogged waste filter (fls1) was replaced, which resolved the leak. A bec field service engineer (fse) was not dispatched to evaluate the instrument. (B)(4).